Event description:
The pt reported experiencing elevated blood glucose of up to 361 mg/dl since (B) (6) 2010. She bolused with the infusion device and was sometimes able to lower her readings. On (B) (6) 2010, she bolused through the infusion device but no insulin was delivered and the infusion device made a "growl." She stated, the buttons were not responsive and no error messages were displayed. Her normal blood glucose level is 160 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.